Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative via email. Patient's managing doctor is anterpreet dua. Rep stated they have provided all known information when they spoke to the agent on the phone. Cause of stim changed after going through metal detector is unknown. Tech services told rep to have the patient turn the stim off prior to going through a metal detector. Issue has been resolved. Information was not provided by physician.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep states the patient notified her yesterday that when they go through a metal detector, their stimulation increases on it's own two points from 5-7. Rep states she told patient to turn off adaptivestim, as it is not "positionally changing". Reviewed compatibility, and reviewed that the patient could try turning stimulation off if needed, or having their programming checked with an impedance check.